Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had an audible leak on their tracheostomy tube. There were low minute volumes. A tube change was performed. There was patient involvement.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Manufacturer narrative:
D1 - brand name, d2a - common device name, d4 - expiration date, d4 - primary UDI number, and h4 - device mfg date: correction. H3 and h6. Codes: updated. Updated device evaluation: one device sample was received used in a plastic bag. No visual defects were identified in the returned sample. The sample was inflated with a syringe and submerged under water to detect any problems in the inflation system. No leaks were detected in the inflation system. The sample works as expected, and the complaint for ¿leaking¿ was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.